Event description:
It was reported that the patient presented to the hospital for an unrelated procedure. Post procedure interrogation of the pulse generator noted that the right atrial (ra) lead had dislodged. The lead was explanted and replaced. The patient had no adverse consequences.